Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found various scratches on the distal end of the main tube showing light material removal and a rough surface finish. The scratches were .071 - .113 in length and not axially aligned with the tube. Failure analysis concluded the damage may be due to mishandling / misuse. No other damage was found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci cholecystectomy procedure, a fenestrated bipolar forceps instrument had scratches along the shaft. There were no missing pieces or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.